Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Customer reported blood glucose (bg) level was 344 (mg/dl). A bolus was delivered to correct elevated bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.